Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported a patient with "right side rupture with capsular contracture, baker grade IV ". Device has been explanted.

Event description:
Healthcare professional reported a patient with "right side rupture with capsular contracture, baker grade IV ". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device.